Event description:
The customer reported false negative alinity I hbsag results for 8 patient samples that are classified as known hbsag positive patients per the customer while running on alinity I processing module in comparison to the results generated on the architect analyzer. On (B)(6)2024, the testing date of the samples were provided and the samples were tested in july 2023. The following data was provided (reference range: < 0.05 iu/ml is nonreactive, >/= 0.05 iu/ml is reactive): sample ID (B)(6): alinity I hbsag result = 0.02 iu/ml; architect hbsag result = 0.05 iu/ml sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.07 iu/ml sample ID (B)(6): alinity I hbsag result = 0.04 iu/ml; architect hbsag result = 0.07 iu/ml sample ID (B)(6): alinity I hbs ag result = 0.03 iu/ml; architect hbsag result = 0.06 iu/ml sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.05 iu/ml sample ID (B)(6): alinity I hbsag result = 0.02 iu/ml; architect hbsag result = 0.06 iu/ml sample ID (B)(6): alinity I hbsag result = 0.04 iu/ml; architect hbsag result = 0.06 iu/ml sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.06 iu/ml there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for false negative results. The ticket trending review did not identify any trend regarding commonalities for the complaint lot and issue. The device history record was reviewed and did not identify any nonconformances or deviations associated with the likely cause lot number and complaint issue. Customer field data was used to assess the performance for the alinity I hbsag using worldwide data. Review shows that the median patient result for lot 46073fn00 is aligning with other lots on the market, indicating that the lots are comparable and performing acceptably in the field. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I hbsag reagent lot 46073fn00.

Event description:
The customer reported false negative alinity I hbsag results for 8 patient samples that are classified as known hbsag positive patients per the customer while running on alinity I processing module in comparison to the results generated on the architect analyzer. On (B)(6) 2024, the testing date of the samples were provided and the samples were tested in (B)(6) 2023. The following data was provided (reference range: < 0.05 iu/ml is nonreactive, >/= 0.05 iu/ml is reactive): sample ID (B)(6): alinity I hbsag result = 0.02 iu/ml; architect hbsag result = 0.05 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.07 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.04 iu/ml; architect hbsag result = 0.07 iu/ml. Sample ID (B)(6): alinity I hbs ag result = 0.03 iu/ml; architect hbsag result = 0.06 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.05 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.02 iu/ml; architect hbsag result = 0.06 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.04 iu/ml; architect hbsag result = 0.06 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.06 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Updated d4 - primary UDI number: (B)(4). Updated section h6: medical device problem code: from a090803 to new code: a090810.

Event description:
The customer reported false negative alinity I hbsag results for 8 patient samples that are classified as known hbsag positive patients per the customer while running on alinity I processing module in comparison to the results generated on the architect analyzer. On 09jan2024, the testing date of the samples were confirmed and the samples were tested in july 2023. The following data was provided (reference range: < 0.05 iu/ml is nonreactive, >/= 0.05 iu/ml is reactive): sample ID (B)(6): alinity I hbsag result = 0.02 iu/ml; architect hbsag result = 0.05 iu/ml sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.07 iu/ml sample ID (B)(6): alinity I hbsag result = 0.04 iu/ml; architect hbsag result = 0.07 iu/ml sample ID (B)(6): alinity I hbs ag result = 0.03 iu/ml; architect hbsag result = 0.06 iu/ml sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.05 iu/ml sample ID (B)(6): alinity I hbsag result = 0.02 iu/ml; architect hbsag result = 0.06 iu/ml sample ID (B)(6): alinity I hbsag result = 0.04 iu/ml; architect hbsag result = 0.06 iu/ml sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.06 iu/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.upon further review, received clarification of section b3 - date of event: initial: 12/18/2023 / updated to 7/1/2023.

Event description:
The customer reported false negative alinity I hbsag results for 8 patient samples that are classified as known hbsag positive patients per the customer while running on alinity I processing module in comparison to the results generated on the architect analyzer. The following data was provided (reference range: < 0.05 iu/ml is nonreactive, >/= 0.05 iu/ml is reactive): sample ID (B)(6): alinity I hbsag result = 0.02 iu/ml; architect hbsag result = 0.05 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.07 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.04 iu/ml; architect hbsag result = 0.07 iu/ml. Sample ID (B)(6): alinity I hbs ag result = 0.03 iu/ml; architect hbsag result = 0.06 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.05 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.02 iu/ml; architect hbsag result = 0.06 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.04 iu/ml; architect hbsag result = 0.06 iu/ml. Sample ID (B)(6): alinity I hbsag result = 0.03 iu/ml; architect hbsag result = 0.06 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (total of 8 patients). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.